Event description:
Zeno corporation received a copy of the maude event report, (B)(4) on (B)(4) 2011. Zeno was unaware of this complaint until receipt of notification or report. Complaint file was opened on (B)(4) 2011. Consumer was contacted on (B)(6) 2011, to start complaint investigation. The consumer states in maude report that he bought hot spot device in 2010, which he used between 8-10 weeks on two pimples; one under the ear and the other pimple was on the stomach area over a three day period. Consumer stated he followed directions with a total of two treatments on the pimple under the ear on separate days and four times on the stomach over a period of three days. Consumer reported on day eight that a huge lump, very red and hard in appearance on the outside of his stomach and a lump under his ear that continues to grow to a cyst appeared. In the report, he states that the one on his stomach is painful, tender and looks like a massive burn. He believes that the unit "may in fact got too hot". In phone call on (B)(6) 2011, consumer confirmed event and agreed to return device. Consumer indicated he did not go to doctor. Consumer also stated sometimes the device was difficult to turn on. Treatment was 1x/day. Multiple attempts have been initiated to obtain additional information, one phone call with consumer on (B)(6) 2011 and one e-mail request on (B)(4) 2011. Certified letter sent on (B)(4) 2011 and returned unclaimed and a 30 day notice sent for further information. Review of dhf or testing of returned product functionality cannot be verified without identification of serial number when purchased from a retail store. Finished product is routinely inspected prior to distribution. At this time, no information can be concluded about event.

Manufacturer narrative:
Thirty day report. Attempts made on (B)(4) 2011 have been made to contact consumer to collect additional information about event and to obtain return device. Certified letter dated (B)(4) 2011, was sent to consumer requesting additional information and return of device. Letter returned unclaimed on (B)(4) 2011. Device has not been returned to manufacturer.